Event description:
The account states that a patient sample yielded lower than expected wbc=1.7 k/ul and hgb=6.7 g/dl results. A recollected sample at a hospital generated a wbc in the normal range and a hemoglobin value of approximately 12.0 g/dl. No specific patient data was provided for the repeat testing. No adverse outcomes were reported related to this issue.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-upl report will be submitted when the investigation is complete.